Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient reports recent feelings of "irregular" stimulation. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the vns therapy system. Treating neurologist indicates that the patient manipulates the device through the skin and picks at his neck area quite often. The patient was referred for surgical consult. Lead break is suspected and revision surgery is likely.

Event description:
The lead was returned and analyzed. Product analysis summary: analysis was performed on the returned lead portions and the reported high impedance was verified. A break was found in the connector ring quadfilar coil. Electron microscopy verified the break in the quadfilar coil as having significant pitting to the point that the fracture mechanisms could not be determined. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on one of the broken quadfilar coil wires. The condition of remaining portions of the returned lead is consistent with that which typically exists following an explant procedure. The setscrew marks found on the lead connector pin swhowed evidence that a good mechanical and electrical connection was present. Continuity checks of the various lead sections were performed with no other discontinuities identified. Based on the product analysis findings, there is evidence to suggest the identified lead discontinuities would have contributed to the reported high impedance. The cause of the high impedance was due to a lead break. The lead break was likely caused by the patient manipulating the lead.

Event description:
The patient had experienced an increase in seizures likely due to the reported lead issue (loss of therapy). The lead was explanted, it was reported that during the explant procedure when the surgeon was dissecting and no silicone insulation existed over certain segments. Following the surgery, it was decided no to turn the generator back on because the patient's left eye started drooping; the patient was only able to open his left eye half-way. The neurologist believes that the event is related to the vns surgery in that another nerve may have been manipulatede or affected during the surgery. It was also reported that the effects of anesthesia may have also played a part in this event. An ultrasound to examine the carotid arterylarea is planned and then to see the patient back in february. The lead has not been returned for analysis.